Event description:
Boston scientific crm received info that this enpath left ventricular lead exhibited high thresholds. In a revision procedure, the lead was surgically abandoned and successfully replaced by a new lead.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.